Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The manufacturing records for this lot were reviewed and demonstrated the product met all requirements. As the device has not been returned and with limited case images provided, the exact root cause of the cerebral edema and hemorrhagic transformation could not be determined. Based on the review of the images provided, the type of hemorrhagic transformation observed is a common side effect of thrombolysis and/or thrombectomy that occurs when blood flow is restored to already infarcted tissue. Hemorrhagic transformation is generally not related to any performance issues with thrombectomy devices, but rather a side effect of the intended procedure outcome of achieving successful reperfusion. There was no treatment administered to the patient and no device deficiencies reported related to any of the zoom devices.

Event description:
An 80-year-old male was treated for a right carotid occlusion from the cavernous to m1 segment. Right femoral access was obtained with a zoom 88 access catheter over a microwire and a third-party microcatheter. A zoom 71 was advanced through the zoom 88 over the microcatheter to the face of the clot in the cavernous segment. The zoom 88 was then advanced over the zoom 71 and microcatheter to the face of the clot and aspiration was applied to the zoom 88. The clot in the terminus and anterior cerebral artery (aca) was partially removed; however, the m1 segment remained occluded. A second pass with the same zoom 71, microcatheter and zoom 88 was completed advancing the zoom 71 through the zoom 88 over the microcatheter to the m1 segment. Aspiration was applied for approximately two minutes to the zoom 71 catheter, and the clot was removed. A tici 2a recanalization was noted. A third pass with the same zoom 71, microcatheter, and zoom 88 was completed. Zoom 71 was advanced through the zoom 88 over the microcatheter to the inferior m2 segment. The zoom 88 was then advanced over the zoom 71 and microcatheter to the face of the clot and aspiration was applied to the zoom 88. The clot in the m2 segment was successfully removed. The catheters were removed from the patient. The procedure was completed without any complications. The patient was in stable condition with a final tici 2b score. There was no report of a device malfunction. The next day, a non-contrast CT showed a large right hemispheric infarct with cerebral edema evolving causing effacement of the right lateral ventricle and trace midline shift. A day later, MRI showed a hemorrhagic transformation at the right front parietotemporal lobe and right basal ganglia. Seven days post procedure, a non-contrast CT scan showed a hemorrhagic transformation. This was an interval development and is mostly noted around the sylvian fissure. There was no treatment provided.